Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a low audio output and an adverse event occurred. Date of issue is an approximation. The patient stated at approximately 3:00am, his wife hear him making noised and attempted to wait him but was unable to. She called 911 and when the paramedics arrived, they checked the patient¿s blood sugar and the meter was reading 32 mg/dl. The patient stated it is unknown what the dexcom was displaying at the time. The paramedics administered the patient with fluid vis intravenous (IV) therapy and left when the patient was responsive at approximately 5:00am. Prior to departure, the paramedics checked the patient¿s blood sugar and it was reading 125 mg/dl. The patent indicated that the continuous glucose monitor (cgm) did not alarm when the paramedics arrived but had alarmed when the paramedics were about to leave. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. The product was evaluated. An external visual inspection was performed and failed due to window damage. The receiver was charged and booted successfully. Functional testing was performed and passed. A receiver sound test was performed and passed. A receiver log was downloaded and passed. The receiver case was opened for further evaluation. The speaker resistance was measured and was within specifications. The reported allegation was not confirmed. A probable cause could not be determined.